Manufacturer narrative:
(B)(4) date sent: 4/8/2021 d4: batch # unk h2: additional information received: photos were received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 4/28/2021. Additional information received: two photos were received for review. During the visual analysis of the photos, the following was observed: the photos show two clips not properly formed inside of a plastic jar. Based on the photos, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts were made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic bypass, surgeon had stapled the mesentery and attempted to clip using the er420 applier. It scissored the clip. Another device was pulled and used, and it worked fine. The procedure was successfully completed with no patient consequences.